Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. Two day after the peritonitis diagnosis, the patient was hospitalized for the event. One day prior to peritonitis diagnosis, the patient was treated with injection meropenem (unknown dose, once daily, intraperitoneal, discontinued after 13 days) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. No additional information was available.